Manufacturer narrative:
A ge service rep performed an on site investigation. There was corrosion and fluid found in the plug and socket for the collimator control. The table sensor board, sensor interface board, and hand control were replaced during interface board, and hand control were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system had an error message to boot up and there was no table motion. No patient injury was reported.